Manufacturer narrative:
This issue has not happened previously and the implant was fully intact and showing no signs of device failure. Submission was after 30 day timeline due to waiting on more clarification and information about the incident from the practicing surgeon. Surgeon confirmed that the patient did not follow post operative care instructions properly and did not use the back brace provided, resulting in the fracture.

Event description:
Patient received an inspan implant on (B)(6) 2025. About 1 month later patient returned complaining of pain in the area of the implant. A removal was done on (B)(6) 2025 and it was determined that the patient's spinous process had fractured. The implant was intact and had no damage or failure.